Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the needle detached from the suture. It was noted that on 2 of the consecutive sutures used it detached from the needle at the first passage while suturing the aponeurosis of the large oblique. The procedure was a bilateral inguinal hernia repair and it was confirmed that there was no patient harm or delay longer than 15 minutes in the procedure. This report concerns the second instance. Associated medwatch: 3003639970-2019-00017.

Manufacturer narrative:
Investigation: we have received two closed samples and two open units with the needle detached from the thread, only the pack is available and the threads are not wound on the pack. Analysis and results: there are no previous complaints of this code batch of which we manufactured (B)(4). There are (B)(4) in stock in b. Braun surgical's warehouse. During inspection of the detached needles received we have noticed that there are marks of the needle-holder/surgical instrument in the needle attachment zone. The needle has been damaged during handling of the suture. The steel in the needle attachment zone is deformed. Please note that care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Analysis of the closed samples received: tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep):1.27 kgf in average and 1.26 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). A review of the batch manufacturing record revealed this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. No corrective/preventive actions are needed.